Event description:
No pt harm noted. Vent went into reset condition, pt missed 1 to 2 breaths, vent then powered up again and was still operable and venting normally. Note with vent states: vent turns on/off automatically and flashes reset. Immediately changed to back up vent. No apparent distress to pt.